Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors instrument's extended r had a breakage resulting in the scissors tab detaching from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the part of the monopolar curved scissors (mcs) extended r broke was the distal end of sp monopolar instrument. The incident did not have a fragment fall inside the patient's anatomy. The procedure the instrument was used in was ovarian cystectomy.